Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net, the right ventricular lead exhibited noise. The patient presented for follow up, noise could not be reproduced with isometrics no intervention had been reported, the lead remained implanted. No patient symptoms were noted.